Event description:
It was reported by a family member that the patient experienced peritonitis and removal of his appendix. The patient then experienced an incisional hernia and then underwent a hernia repair procedure on (B)(6) 2012 and mesh was used. The reporter states that the patient developed metastatic cancer causing fusing of the abdomen, intestines, and bladder on an unknown date. The patient developed an enterovesical fistula and sepsis on an unknown date. The patient expired on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of (B)(4).